Event description:
It was reported that within a month post implant the lead dislodged. During the lead positioning, the helix of the lead could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism, there was tissue on the helix and the lead appeared damaged at implant.